Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the system controller was running on the internal battery after the patient pulled the power module patient cable from the power monitor in error. The patient reconnected to batteries, and the system controller was unable to recognize the battery power. The pump was running at low speed limit 7990 rpm's. The software version of the system controller was noted as 7.18. Unable to reboot. The system controller was exchanged with another system controller and no further alarms were reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.